Event description:
It was reported a 54 yo female patient, who had a left hip implanted, underwent a revision procedure. The patient was revised due to the stem was loose and needed to be revised. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted device is not available for return due to hospital policy. A device image was provided. No further information.

Manufacturer narrative:
D10: (B)(6) 01-030-01-0450 - alt cup clstr g4 sz 50. (B)(6) 01-030-40-0432 - alt xle lnr ntrl g4 32. (B)(6) 170-32-00 - biolox delta femoral head 32mm od, +0mm. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, h6. MDR section codes updated/corrected: b, c, d, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral stem loosening. The reported femoral stem loosening could not be confirmed from the image provided. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.